Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the leads were unable to be removed from the device during a device replacement procedure. The procedure was abandoned as they were unable to remove the leads from the device. Another procedure was performed and the leads were successfully removed. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event inability to remove the atrial and ventricular leads from the device was confirmed. Analysis revealed that calcified blood was filling both the atrial and ventricular setscrew insets. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. When enough of the calcified blood was removed by the physicians from the setscrew insets the torque wrench could then be inserted and loosened the set screws. The leads could then be removed from the connectors. The blood came through holes punched through the septums by the torque wrench at time of implant.